Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, coronary artery disease, nonparoxysmal atrial fibrillation, and prior stroke, transient ischemic attack, and bleeding. Complications reported included patient device interaction problem (residual shunt), pericardial effusion, transient ischemic attack, unexpected medical intervention (pericardial effusion); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: acute and short-term hemodynamic and echocardiography changes during and after left atrial appendage closure. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "acute and short-term hemodynamic and echocardiography changes during and after left atrial appendage closure", was reviewed. This research article was a prospective multicenter experience to evaluate the acute hemodynamic effects associated with left atrial appendage closure (laac) and ensuing structural changed three months after closure. The devices included in this study were amplatzer amulet, watchman flx, and lambre. The article concluded that laac caused an acute increase in both rest and exercise left atrial pressure (lap) and depended on the volumes of saline and contrast dye administered. [The primary and corresponding author was dalibor herman, department of cardiology, cardiocenter, tird faculty of medicine, charles university prague, and university hospital kralovske vinohrady, prague, czech republic, with corresponding e-mail: dalibor.herman@fnkv.cz.]. This study included patients enrolled for laac from 01 january 2022 to 31 july 2024. A total of 62 patients were included in the study, of which 70.6% (44) received an abbott device. The average age was 75.7 years. The majority gender was male. Comorbidities included hypertension, diabetes mellitus, coronary artery disease, nonparoxysmal atrial fibrillation, and prior stroke, transient ischemic attack, and bleeding.